Event description:
It was reported that since the device was implanted, the patient¿s stimulation stops when he goes to bed. It was reported that stimulation would go off at night, but the patient needed stimulation at night because he has pain. The patient has not seen the physician or manufacturer representative since implant on (B)(6) 2013. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).